Event description:
It was reported that the user was unable to confirm the on-screen ¿press and hold¿ action during a supply change due to an unresponsive display, and a firmware update was subsequently identified and executed after a forced restart via the ilet mobile app, after which the supply change proceeded normally. Investigation included remote troubleshooting and a firmware update. Investigation of this case revealed a transient user interface responsiveness issue that resolved following forced restart and firmware installation, consistent with a software-related display or touch responsiveness anomaly. Symptoms included no reported adverse clinical effects. Outcomes included restoration of normal device function without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was software performance consistent with use error mitigated by corrective action through firmware update.